Manufacturer narrative:
A good faith effort (gfe) response from the bench service engineer (bse) received it was provided that the device was outside of use when the issue was found. In a gfe response from the bse received, it was stated that the customer declined service by declining to send their device to the bench repair center. The customer informed the bse that their own biomedical engineer (bme) would repair the device. No further information on how the repair would be completed was provided. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that the navigation ring was not working. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. A good faith effort (gfe) response from the bench service engineer (bse) received, it was provided that the device was outside of use when the issue was found. This investigation is ongoing.